Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lcma. Approximately 5 days post index procedure the patient suffered left posterior inferior cerebellar artery infarction. This was treated with medication and a blood transfusion. The investigator assessed that the event was unrelated to the index device but possibly related to the antiplatelet medication. The sponsor assessed that the event is not related to the index device or antiplatelet medication. Patient is recovering.

Manufacturer narrative:
Cec adjudicated stroke, ischemic. MRI confirms ischemic stroke with hemorrhagic transformation. If information is provided in the future, a supplemental report will be issued.